Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned and found to have multiple kinks. It was fractured approximately 3cm from the distal end. Visual and microscopic inspection of the fracture site determined the failure occurred due to a torsion/rotational bending overload. Communications with the manufacturer determined no material anomalies or manufacturing issues. Additional information indicated no anomalies prior to use. Based on the information, because this issue is associated with a product that met all specifications and was used in according to the directions for use, but due to procedural factors/operational context during use, performance was limited and the device was damaged during use.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the procedure, the tip of the guidewire broke. A stent retriever was used in an attempt to remove the guidewire tip, but the maneuver was unsuccessful. A second stent was used to fix the guidewire tip along the vessel wall. The patient is "fine".

Event description:
It was reported that during the procedure, the tip of the guidewire broke. A stent retriever was used in an attempt to remove the guidewire tip, but the maneuver was unsuccessful. A second stent was used to fix the guidewire tip along the vessel wall. The patient is "fine".